Manufacturer narrative:
(B)(4) off-label, unapproved or contraindicated use (iliac artery diameter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm abdominal aortic aneurysm and a 7.4 cm iliac aneurysm. It was noted that there was a pre-operative rupture of the iliac aneurysm 3 days prior to the procedure but the patient was hemodynamically stable. It was also noted that there was unfavorable anatomy of the proximal neck due to tortuosity. Proximal neck diameter was 29 mm. It was reported that the bifurcated stent graft was implanted immediately below the lower renal artery; however, an angiogram showed a type ia endoleak originating from the greater curvature. Additional ballooning was performed and another manufacturer¿s stent graft was implanted up to the higher renal artery. Another angiogram was performed which showed that the endoleak had decreased but still persisted. A CT on the following day revealed that the proximal type I endoleak was resolved. It was reported that no additional treatment would be performed and the patient was fine. The physician stated that the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.